Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of device. Conclusion-failure event observed during analysis. Final analysis found an insulation abrasion at 33.0 cm to 33.3cm form the distal tip. This damage was consistent with exposure to constant friction against another device.